Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms and also experienced high blood glucose level of 472 mg/dl. The product was returned for analysis. Customer reported that insulin exits with the manual prime. Explained the pump was working as designed. The product was not returned for analysis.